Manufacturer narrative:
The manufacturing records were reviewed and no problems noted during manufacture. The complaints database was reviewed and we have not received any other reports on this lot number. We consulted with an independent clinician and he reported that (B)(6) is a rare isolate, known to cause skin and soft tissue infections. He stated that it is likely that this infection was not caused by the mesh, but the infection ultimately involved the mesh. In the absence of other cases of mesh from this lot associated with (B)(6) infection, it is unlikely that there was pre-implantation infection of the mesh. While contamination might have occurred during handling or during implantation, the lack of clinical documentation of ongoing drainage, erythema, etc before the CT scanning and explantation, it is not possible to determine this point. Numerous mesh implantation studies have shown the use of mesh for hernia repair does not increase the incidence of wound complication or infection. Four references are: predictors of wound infection in ventral hernia repair. Finan kr. Vick cc. Kiefe ci. Neumayer l. Hawn mt. American journal of surgery. 190 (5):676-81, 2005 nov. Retrospective comparison of mesh and sutured repair for adult umbilical hernias sanjay p. Reid td. Davies el. Arumugam pj. Woodward a. Hernia. 9(3):248-51, 2005 oct. Abdominal wall incisional hernias: infected prosthesis: treatment and prevention. Gillion jf. Palot jp. Journal of visceral surgery. 149 (5 suppl):e20-31, 2012 oct. And long-term follow-up of a randomized controlled trial of suture versus mesh repair of incisional hernia jacobus w. A. Burger, md, roland w. Luijendijk, phd, wim.

Event description:
The mesh was implanted on (B)(6) 2012. Following infection of the mesh it was explanted on (B)(6) 2013. The bacteriological study highlighted a (B)(6) sensitive to bristopen. The evolution is favorable. The wound is clean. The pt should heal without problem. The pt is informed of the risk of developing a possible umbilical hernia.